Event description:
It was reported that an unspecified quantity of non-dehp extension sets disconnected from at least one (1) patient. The event was further described as "the filter has evacuated spontaneously". This occurred while the sets were being used with a non-baxter primary pump set and a non-baxter infusion pump. This event resulted in fluid/medications spilling onto the floor and air in the intravenous (IV) tubing. This occurred during patient infusion with propofol and/or hydromorphone. The medications were disconnected from the patient after the infusion was paused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10 date: the events occurred on an unspecified date after february 2025. D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier ((B)(4)). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.